Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer stated their blood glucose was 600 mg/dl for the past two days. The customer stated the insulin pump was not at fault as their blood glucose would decline after administering a bolus. Customer also declined to troubleshoot for their high blood glucose. It was found the customer had been sick for the past three days. No additional information provided.